Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3889-28, lot # v686988, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The consumer reported on (B)(6) 2011 that there was a loss of bladder control. The patient had a bladder catheter that was placed a few days before (B)(6) 2011 and the urine was coming out of her urethra instead of the catheter. There was a loss of therapeutic effect. Approximately a few days before (B)(6) 2011, she noticed that she had an increase in her urination and it was getting worse. There were no falls/trauma that could be related to the issue. She had tried different programs and settings. The patient seemed to have a little better symptom control during waking hours but then had an increase at night. When she had the surgery on (B)(6) 2011 she was on program 2 at 6 volts. On (B)(6) 2011, she changed the setting to 7 volts and then 8 volts on (B)(6) 2011. Additional information received from the consumer on (B)(6) 2015 reported that they were told it was not connected so she had a removal scheduled. She was getting it removed because she was not using it and it did not control her incontinence. Also, she had a urostomy done. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.